Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels and high blood glucose levels. Customer is unsure if he have bolus or not. Customer blood glucose levels was 400 mg/dl down to 300 mg/dl bolus 5:22 not delivered blood glucose empty active insulin 0.6" 329 mg/dl. Customer additionally stated that blood glucose levels was in 50's and 60's mg/dl and was also reported as 36 mg/dl. Customer declined to troubleshoot for low and high readings. The product was not returned for analysis.